Event description:
The customer contacted philips healthcare to report that they were unable to monitor the ECG using this defibrillator. There was no patient impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.